Manufacturer narrative:
Continuation of d10: product ID: unk-nv-rebar (lot: unknown); implant date n/a; explant date n/a. Product ID: unk-nv-rebar (lot: unknown); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire experienced resistance in the rebar 18 microcatheter during delivery and the pushwire broke. The patient was undergoing treatment for an ischemic stroke due to an interna carotid artery occlusion. The patient's baseline mrs, nihss, and tici scores were 4, 18, and 0 respectively. Post procedure these were 4, 10, and 2 respectively. IV tpa was not contraindicated. The patient's vessel tortuosity was moderate. The stroke onset to reperfusion time was 5 hours. It was reported that solitaire could not be delivered when it was halfway into the rebar 18 microcatheter. The problem still existed after replacing with a rebar18. When the solitaire was withdrawn, it was found that the stent pushwire was broken. No passes had been made with the device. A replacement solitaire was successfully delivered. The patient did not experience any injury or complications. The vessel was said to not be tortuous. The pushwire was not torqued during the procedure. The pushwire broke in the distal segment, and all broken segments had been removed. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there was resistance in the middle section of the catheter. It was clarified that "detached" meant it separated at deployment point.

Manufacturer narrative:
H3: the solitaire fr revascularization device and rebar-18 catheter segment were returned for analysis. The solitaire fr pusher was found bent at the stent proximal marker. The stent¿s non-working length struts were found bent with the teardrop struts broken. The stent¿s working length struts were found to be in good condition. The rebar-18 catheter was found stretched and separated at ~29.0cm from the distal tip. The tubing material at the separated end exhibited plastic deformation (jagged edges). The rebar-18 catheter body was found knotted at ~21.5cm from the distal tip. No damages were found with the rebar-18 catheter distal tip. The broken solitaire fr stent was sent out for scanning electron microscope (sem) analysis. Per the sem report, the struts broke due to fatigue, and then overload. Based on the device analysis and reported information, the customer¿s ¿resistance during delivery¿ and ¿break/separation¿ reports were confirmed. Damage to the solitaire fr revascularization device can occur if advanced against resistance. The sem analysis indicated that the stent broke due to fatigue (bending) subsequently breaking if force is used. In this event, it is likely that the use of an incompatible catheter contributed to the reported events. The rebar-18 catheter has a labeled inner diameter of 0.021¿. As indicated in the instructions for use, ¿solitaire¿ fr revascularization device with the sfr-6-20 and sfr-6-30 reference numbers should be introduced only through a microcatheter with a minimum inside diameter of 0.027 inches.¿ therefore, the rebar-18 catheter was found not compatible with the solitaire fr revascularization device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.